Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) appears to be related to challenging imaging and patient anatomy (rotated heart). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 2-3 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, a triclip was placed on medial side of anterior and septal leaflet (a/s). The second triclip was placed on central side of a/s. Post deployment, a single leaflet device attachment (slda) occurred from septal leaflet and remained attached to anterior leaflet. Additional clip was deployed central to the posterior and septal leaflet (p/s) for stabilization. The mr was reduced to grade 1 post procedure. Per the physician, the slda was due to the pre-existing patient anatomy. There were no clinically significant delays or adverse patient sequela reported.